Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded by the customer and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an unspecified alarm. This occurred after the patient installed the cassette and hooked everything up. Patient connection at the time of the alarm is unknown. The patient did not notice any issues with the setup. The patient stated that after removing the cassette and installing a new one, there were no further issues. There was no patient injury or medical intervention associated with this event. No additional information is available.